Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced temperature intolerance ("can't b outside for more than a few minutes"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and temperature intolerance outcome was unknown. The reporter considered medical device removal and temperature intolerance to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced temperature intolerance ("can't b outside for more than a few minutes"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and temperature intolerance outcome was unknown. The reporter considered medical device removal and temperature intolerance to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced temperature intolerance ("can't b outside for more than a few minutes"), menstrual disorder ("horrid period"), fatigue ("fatigue") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, temperature intolerance, menstrual disorder, fatigue and anxiety outcome was unknown. The reporter considered anxiety, fatigue, medical device removal, menstrual disorder and temperature intolerance to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: case (B)(4) found to be duplicate of this case and will be deleted. All information from case (B)(4) transferred to this retained case. New events added fatigue, anxiety, abnormal menses,menstrual disorder. New reporter added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced temperature intolerance ("can't b outside for more than a few minutes"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and temperature intolerance outcome was unknown. The reporter considered medical device removal and temperature intolerance to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.